Event description:
The customer reports that there are two patients who are shifting the structure position in the direction of z by about 7mm on the analysis screen after cbct is acquired, however it does not shift in offline review. The number of reference CT slices are 256 and 268. This phenomenon does not occur when reference the CT image is decreased to 245 pieces. There was no mis-administration or serious injury reported associated with this event.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.